Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Note: the manufacturer is unknown: mentor or allergan. The exact date of implantation is unknown. It is from 2004 - 2006. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. The patient had been in an accident and experienced rupture. The device is unknown gel breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.